Event description:
Caller reported tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer was able to reload the original cartridge and successfully resume insulin therapy, resolving the issue before receiving further instructions from technical support.